Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since implant. During a previous follow up the battery longevity was at 6 years capacity compared to 5.5 years during this recent follow up. Premature battery depletion was suspected. Disk analysis has been requested to review the battery longevity of this device. No adverse patient effects have been reported. Three good faith effort attempts have been made to retrieve updated information on this event, however with no success. Given this information this concludes our investigation on this event. Should additional information become available an updated report will be submitted.